Manufacturer narrative:
Investigation summary: one mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21125529. Residual fluid was observed in the device; no connecting products were received to assist the investigation. The feedback provided by the customer indicates leakage was detected while the maxzero was connected to a huber needle. As part of the investigation the customer provided photographs of the complaint sample, analysis of the photographs in addition to a visual inspection of the returned sample did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected from the maxzero. The sample was then subjected to pressure testing; again, no leakage was detected from the female luer or male luer of the device. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported by the customer that the bd maxzero¿ needle-free connector leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: during administration of saline, polaramine, and famotidine with the use of mz1000 connected to safety step huber needle, the fluid leakage occurred.